Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, prime and excessive no delivery alarm test. No prime anomaly noted during testing. Lcd connector was inspected and no anomaly was noted. Unit received with intermittent button response due to flattened dome switch on the esc and act buttons. Unit also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call for prime anomaly. Blood glucose was unknown. Customer reported that piston does not stop when contact with reservoir. The insulin pump will be returned for analysis.